Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the electrode, with the possibility that the break could have been caused by an external overload. The event can be detected by following the instructions for use which state: 5 preparation, 5.2 inspection. General inspection: check that the product has: no dents, cracks, bending, or deformations. No cuts and other defects on the insulation of the cable, hf-resection electrode and working element. No scratches. No corrosion. No missing or loose parts. Check all markings on the product for clear visibility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high frequency resection electrode exhibited a broken loop. There was no patient involvement.